Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to g2 user facility was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to watertightness may have been lost by physical stress applied to the glue and/or chemical stress to the glue at reprocessing. The event can be prevented and detected by following the instructions for use (IFU) sections: - operation manual chapter 3 preparation and inspection. - reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the plastic distal end cover being cracked and foreign material was in forceps elevator, additional finding was plastic distal end cover insertion part was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope angulations were in bad condition. There was no patient harm associated with the event. The device was evaluated, and it was found that the plastic distal end cover was cracked, and foreign material was in forceps elevator. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.